Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Device was explanted.